Event description:
The customer reported that they had ivf fluids (nothing hazardous) leak around the white vent of a smartsite infusion set in the oncology day clinic. The location of the leak was the vent on top of the drip chamber.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.